Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that upon startup, the companion 2 driver computer was frozen and then the driver exhibited a computer malfunction alarm.

Manufacturer narrative:
Companion 2 driver was returned for a reported computer malfunction alarm. Review of the driver's alarm history revealed two computer malfunction alarms, confirming the customer-reported issue. This alarm is generated when there is either a sudden loss of communication between the left and right embedded supervisors or a sudden loss of power and the driver cannot shut down properly. This alarm will only show up on the next power cycle to alert the user that there was a sudden loss of power. During the first power cycle, an emergency battery error alarm was occurring. This indicates that the internal emergency battery was depleted and unable to power the driver in the event of a loss of the other power sources. At the same time an external battery error alarm was also occurring, indicating that either the external batteries were both severely depleted and unable to power the driver, or that the external batteries had been removed. These two alarms persisted until external power was removed. When external power was removed without the proper battery backup, a sudden loss of power occurred which generated the computer malfunction alarm upon startup on the next power cycle. The likely root cause of the customer-reported alarm was a combination of the removal of external power and the depleted state of the internal emergency and external batteries (as evidence from the driver's alarm history), resulting in a sudden loss of power that produced a computer malfunction alarm upon the next startup as designed. The driver passed all functional testing and was subjected to an additional 48-hour observation run in an attempt to observe a possible malfunction, change in performance, or occurrence of a computer malfunction alarm. The driver performed as intended with no alarms and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.